Event description:
Caller reported a malfunction on the pump, specifically identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to call back if the malfunction recurred, which the caller acknowledged and understood.